Manufacturer narrative:
The complainant indicated there was no lot number information available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 1.5 months after the dental implant and bridge were placed, the implant had not yet achieved osseointegration. The bridge which caused pressure. Pain, inflammation and an abscess were also reported. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
The complainant indicated there was no lot number information available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that 1.5 months after the dental implant and bridge were placed, the implant had not yet achieved osseointegration. The bridge which caused pressure. Pain, inflammation and an abscess were also reported. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).